Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03171. It was reported the patient's ((B)(6)) scs extension pulled out of the scs ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the extension was connected to the opposite ipg header which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.